Manufacturer narrative:
Summary of evaluation: the components could not be evaluated as they have not been returned to howmedica but rather have been retained by the pt.

Event description:
Revision surgery revealed polyethylene wear of the acetabular liner.